Event description:
The user facility reported a 46-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that following implant, an impella cp pump immediately began to trigger suction alarms. Standard troubleshooting was unable to resolve the noted issue and the decision was subsequently made to replace the pump. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device was not returned for evaluation. Data logs were reviewed finding motor current spikes observed. Suction alarms occurred. The cause of the low pump flow issue most likely was biomaterial ingestion. D4 updated model number. In accordance with updated procedures, section d6 has been revised from the initial submission.